Event description:
It was reported on (B)(6) 2026 that the patient's three infusion sets cannula were bent. It led to high blood glucose level and treated with correction bolus via insulin pump.

Manufacturer narrative:
MDR initial 3 of 3. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.